Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy full), salpingectomy (bilateral), oophorectomy (bilateral) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, hypersensitivity, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury nos was updated with pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, hypersensitivity, fatigue, hair loss. Reporter (consumer) information updated, patient date of birth, age group added. Essure indication updated, product start date updated, stop date added. On (B)(6) 2019: processed with fu2 no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 15527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test." On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction type: sensitivity to metals") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), muscle spasms ("other injury(ies) or complication (s) please describe: back spasm") and coital bleeding ("bleeding normal during the 1 st intercourse after hysterectomy"). The patient was treated with surgery (hysterectomy full),salpingectomy (bilateral),oophorectomy (bilateral) laparoscopic uterosacral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, fatigue, alopecia, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, hypersensitivity, allergy to metals, muscle spasms and coital bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, muscle spasms, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2013. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs+social media received. New events: nickel allergy, abnormal bleeding (vaginal, menorrhagia), severe back spasms, plaintiff did not underwent for confirmation test were added. Outcome for events were updated. New reporters, plaintiffs information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 15527-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6)2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2018, the patient experienced allergy to metals ("hypersensitivity/allergic or hypersensitivity reaction type: sensitivity to metals") and nickel sensitivity ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), muscle spasms ("other injury(ies) or complication (s) please describe: back spasm") and coital bleeding ("bleeding normal during the 1 st intercourse after hysterectomy"). The patient was treated with surgery (hysterectomy full),salpingectomy (bilateral),oophorectomy (bilateral) laparoscopic uterosacral). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, fatigue, alopecia, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, allergy to metals, nickel sensitivity, muscle spasms and coital bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, muscle spasms, pelvic pain, vaginal haemorrhage and nickel sensitivity to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2012, (B)(6)2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. On 10-feb-2020: fu8&10 proceed together- pfs+social media received: reporter was added, consumer race was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 15527-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced allergy to metals ("hypersensitivity/allergic or hypersensitivity reaction type: sensitivity to metals") and nickel sensitivity ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), muscle spasms ("other injury(ies) or complication (s) please describe: back spasm") and coital bleeding ("bleeding normal durning the 1 st intercourse after hysterectomy"). The patient was treated with surgery (hysterectomy full),salpingectomy (bilateral),oophorectomy (bilateral) laparoscopic uterosacral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, fatigue, alopecia, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, allergy to metals, nickel sensitivity, muscle spasms and coital bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, muscle spasms, pelvic pain, vaginal haemorrhage and nickel sensitivity to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2013 most recent follow-up information incorporated above includes: on 13-feb-2020: product quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.